Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms and was unable to clear the alarm. Additionally, the customer was not able to turn on after placing the pump in storage mode. During troubleshooting with tandem technical support, the customer plugged the pump in and the pump immediately turned back on. The customer's blood glucose (bg) level was 270 mg/dl. The customer indicated would bolus to address bg level. The customer declined to further troubleshoot.